Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly due to fluid leakage found in the cuff component. The device was explanted. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.